Manufacturer narrative:
(B)(4) the customer did not provide any patient demographics such as patient age, sex, weight, or date of birth. (B)(4). The unit was powered on with a known good ac adapter, a known good lung, and a known good circuit connected. The unit powered on and boot up with no abnormalities. However, the unit failed the 113.3 hours of extended bench testing for the alarming of, "transition battery fault" alarm conditions, due to high impedance measurements of the transition battery. No other usual alarms occurred during the extended testings. The unit passed the initial final test and passed the initial alarm volume test with no abnormalities or alarm conditions. The service technician then performed the circuit leak test ten times and the unit passed ten times with no abnormalities.

Event description:
The customer reported that the ventilator kept alarming "blower exceeds demand" and "patient circuit" while on a patient. Those alarms occur whenever there is a leak. The customer tried several times to troubleshoot the alarms, but was unsuccessful. The customer reported that there was no patient harm during this incident.